Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic bypass, a bleeding of more than 500cc was observed. Re-operation was performed to correct the issue. This resulted to extended patient hospitalization of more than 15 days.